Manufacturer narrative:
Cannot confirm serial number.

Event description:
The customer reported that the ventilator could not recognize that the battery is connected. The customer reported that the unit was not in use on patient.